Event description:
The customer contact reported the programmed rate of the device inadvertently changed either by a staff member or a family member resulting in the patient receiving more medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of heparin at a rate of 20ml/hr and the delivery was started. No further programming parameters. At an unspecified time, the pump alarmed for an occlusion and the delivery was restarted. After an unspecified length of time, the device then alarmed that the delivery was complete. At this time, the nurse noted the device displayed a rate of 200ml/hr instead of the intended rate of 20ml/hr. The physician was notified. A partial thromboplastin time, activated (aptt) was drawn and was reported as "high". There was no medical interventions were required. The device was removed from clinical service. Therapy was resumed four hours later after the aptt was reported to be a "normal acceptable range" using a replacement device. There were no reported adverse patient sequelae. During testing at the user facility, the device passed testing for delivery accuracy. The customer contact indicated that the event was the result of the programmed rate being inadvertently changed either by a staff member or a family member during the occlusion alarm condition. Though requesting, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.3ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The pump history was downloaded at the manufacturing facility. A review of the pump history indicates that on (B) (6) 2009 at 1611, line a of the device was programmed in the ml/hr mode to deliver at a rate of 20ml/hr, with a vtib (volume to be infused) of 450 ml for a duration of 22 hours and 30 minutes and the delivery was started. Between 1725 and 2155, there were seven n186 (distal occlusion) alarms. At 2155 the delivery was stopped. At 2156, line a was reprogrammed to deliver at a rate of 200ml/hr with a vtbi (volume to be infused) of 343ml for a duration of 1 hour 42 minutes and the delivery was started. At 2157, the delivery was stopped. Between 2159 and 2254, the device alarmed n186 (distal occlusion) three times and the delivery was restarted. At 2342, the device alarmed with n161 (line a delivery vtbi complete). At 2345, the delivery was stopped and the device was turned off. A review of the history indicates the device delivered as programmed. (B) (4)personnel. (B) (4).